Manufacturer narrative:
The surgeon said that 6/0 vicryl suture used on conjunctiva and muscles. However he couldn't remember whether he used vicryl rapide suture or not.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was initially reported that 6-0 vicryl rapide suture was used in conjunctiva and muscles, however you also mentioned vicryl in the event description. In the last response, it was indicated that 6-0 vicryl was used in conjunctiva and muscles. Additional information was requested and the following was obtained: does the surgeon believe that vicryl or vicryl rapide suture were related to any adverse events in this series of patients described in the article: yes, the surgeon thinks that a reaction occured on the patient against to suture; what are patient pre-existing conditions, specific medical/surgical intervention: there was cross-eye situation on patient, topical steroid was given. Muscles and conjuctiva were stitched up. After the sutures on conjuctiva was removed, there was a little relaxation, however the redness at muscles continued; was vicryl suture used and on what tissue: 6/0 vicryl was used on conjuctiva and muscles; was the vicryl rapide suture used on conjunctiva and muscles: yes; what is the current condition of the patient: the current condition of the patient is fine.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that vicryl or vicryl rapide suture were related to any adverse events in this series of patients described in the article? What are patient pre-existing conditions, specific medical/surgical intervention? Was vicryl suture used and on what tissue? Was the vicryl rapide suture used on conjunctiva and muscles? What is the current condition of the patient?

Event description:
It was reported in a journal article, that the patient underwent a strabismus procedure on unknown date and the suture was used for the conjunctiva and muscles. There was no evidence of local inflammation at the time of discharge. Three days later, the patient was hospitalized with conjunctival hyperemia, stinging, photophobia, and eyelid edema in both eyes. It was also reported that the suture at the conjunctival incision site was intact, but slit-lamp examination showed conjunctival granulomas around the suture. There was focal intense hyperemia of the conjunctiva around conjunctival suture and multiple, small, yellow-white membranes on the lower tarsal conjunctiva in both eyes. Filamentary keratitis was present in the left eye and the left eye had more severe conjunctival hyperemia than the right eye. Conjunctival cultures such as blood, chocolate, and sabouraud agar were obtained and were negative after three days. Antibiotic eye drop was replaced by moxifloxacin hydrochloride ophthalmic solution, but no changes were made to the topical steroid application. There was no clinical improvement after three days. The doctor opined that it was conjunctival foreign body reaction and the suture was removed from the conjunctiva but none of the muscular sutures. Topical antibiotic and steroid were prescribed. Clinical improvement after seven days of follow-up was minimal; the patient's symptoms persisted. Thirteen days after surgery, a cyclosporine a/csa ophthalmic emulsion was prescribed. There was no complete recovery within seven days. Follow-up four weeks later showed that the patient almost recovered from filamentary keratitis in the left eye and conjunctival inflammation in both eyes. The patient was further prescribed predforte and restasis. Complete clinical remission was achieved after five weeks of csa use in both eyes. The csa was stopped at the end of three months and no recurrence after 6 months with no medication. Additional information was requested.